Manufacturer narrative:
A maquet field service tech will investigate the unit. A supplemental medwatch will be submitted as soon as add'l info becomes available.

Event description:
Description from the customer report: "the device stopped itself at 37 degrees celsius rather than 40 degrees celsius which is the adjusted value for heating process. Thus, the device stopped water cycling and sounded alarm at 37 degrees celsius". (B)(4).